Event description:
It was reported that log file review was requested after driveline faults occurred. The log file captured driveline fault events throughout. It was recommended by technical services to exchange the patients system controller. The pump itself appeared to be maintaining normal pump parameters. After completing the controller exchange, log file review was requested and captured more driveline faults. Technical services noted that when comparing the log file data prior to the exchange, similarities indicated that there may have been compromised wires in the driveline. It was noted that the patient did have a tear in their driveline. X-rays were taken and were unremarkable. A driveline repair was scheduled for the patient on 05jan2024. It was noted that the patient had a suspected short to shield.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the driveline repair was cancelled. It was noted that the patient was sent for a transplant evaluation instead based on the nature of the driveline fault occurring so quickly post exchange. The site also noted that they were monitoring the patient as they weigh their options. The patient returned to clinic and log file review was requested. The log files displayed multiple intermittent driveline fault alarms during the length of the log file history in both files. It appeared there was a degrading conductor/wire in phase c. There did not appear to be any significant changes in the phase wire data between the two log files. The log file also displayed 2 consecutive low flows on (B)(6) 2023 where the low flow estimator dropped below 2.5 lpm. The low flow events seemed to be a patient related issue and not an equipment related issue. It was reported that the patient did not wish to undergo any further surgery or repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the alarms captured in the submitted log files appeared to be consistent with potential driveline wire compromise. Additionally, the reported tear in the outer jacket of the patient¿s driveline was not confirmed. The submitted log files collectively contained events from (B)(6) 2023 through (B)(6) 2023 and from (B)(6) 2024 through (B)(6) 2024. Intermittent, silenced, driveline fault alarms, associated with yellow wrench advisories, were captured throughout the files. Electrical continuity data recorded during these alarms suggested a potential wire conductor breakdown issue. No other notable events or alarms were observed, and the pump appeared to function as intended at the fixed speed for duration of the files. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C., and hmii lvas patient handbook, rev. C, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.